Event description:
The user is questioning the performance of the device during deployment. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). The device was analyzed by the distributor and determined to be functioning according to specifications.

Manufacturer narrative:
(B)(4). Product evaluation pending. Device manufacture date: unknown. Will be provided with follow up report.